Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jan2020.

Event description:
The customer reported that the battery was malfunctioning. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 15jan2020 b4: (B)(6) the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted that the right cover, fan guard, side cover, and bezel required replacement due to external damage. The fse replaced the battery, cover, bezel, fan guard/filter and side panel and the issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.